Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was impacted; however, exact bg value was not known by the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.